Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life due to an extended charge time. The device was explanted and replaced with another boston scientific device. No adverse patient effects were reported. A request for the return of the device has been made.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.